Event description:
It was reported that after a laryngectomy using a manual or motorized echelon (not sure which one) they had to re-intervened on the patient. No further information.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2023. Batch # unk. Only event year known: 2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: please provide the correct product code reported for this complaint. Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number. For each patient event please provide: event date, product code and lot number involved, procedure, and event description. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? Answer = this event was reported informally by a nurse outside the operating room setting. The person who informs us is not sure if they used manual or motorized echelon. So we have no specific reference. He does not know in how many cases it occurred, he says on more than one occasion. These cases have not been reported because we have no knowledge of them so far. We have no further information. Did the device deliver any staples? We do not have this information was the device cut? We do not have this information was there any difficulty opening the device? We do not have this information were there any adverse outcomes for the patient? We don't have that information, was there any medical or surgical intervention? The informant told us that they were reintervened. We have to report these situations despite not having the specific information or the informant having made an official notification or provided her data. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by, ¿ethicon slicer¿? What structure or structures was the device used on? What procedure was performed? What it meant by ¿reintervened mean?¿ what color reloads were used? What is the surgeons experience with the device? Does the surgeon us a stapling device when doing a laryngectomy? What is the current patient status? Clarification needed: how many patients? What procedure was done for each patient? Please provide a timeline of events for each patient. Please provide a timeline of the reintervention and what intervention took place? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/10/2023. Additional information received: facility name: (B)(6).